Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic torn to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -14/03/81 (sphere/cylinder/axis) implantable lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced lens rotation not associated to low vaulting and on (B)(6) 2021 the lens was repositioned but this did not resolve the problem. Then on (B)(6) 2021 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as a patient related factor and noted "big sts".

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).